Manufacturer narrative:
The device is in transit to the manufacturer. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report. However, based on the physician's belief that the cause could be related to maneuvers done with introducers [medtronic mullins transseptal introducer] and the physician just wants to have the pump checked out, it is unk whether there was a pump malfunction but it cannot be excluded until the device is returned and tested.

Event description:
It was reported that during an af ablation procedure, the patient had an embolic event with a st elevation and a tia and a ischemic cerebral focus observed from a tac evaluation. Dr. (B)(6) "suspects that the cause could be related to maneuvers done with introducers [medtronic mullins transseptal introducer] but he wants to have a full check of the pump to exclude the pump itself" of a possible cause.